Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. Philips field service engineer (fse) confirmed the reported issues detecting a safety valve cannot open error in the diagnostic report. Philips field service engineer (fse) indicated that they rearranged all the tubing in the device and performed short self-test and extended self-test. The device passed all testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported safety valve alarm on the display. No patient involvement.